Event description:
An international distributor contacted dexcom technical support, on behalf of a patient, to report cgm inaccuracy.at the time of the call to dexcom technical support, no medical intervention or injuries were reported.